Manufacturer narrative:
Concomitant product: 1580 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was unable to achieve adequate capture, and the patient experienced "excessive thumping." The lead was programmed off. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.